Event description:
The customer reported that the power on button was not working and as a result, the system was not able to be booted up. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The on/off button was replaced. The system was then found to be operating as intended.